Event description:
Customer reported pump was set at 100ml/hr and switched to 500ml/hr by itself. The medication involved in this incident is unknown. No patient injury resulted and no medical intervention was required.